Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary unspecified orthopedic surgical procedure, it was observed that the large chuck with key device did not move and was making a slight and unusual sound. There was no human patient involvement as this device was for veterinary use only. It was reported that there was no delay to the procedure as an unspecified spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.